Event description:
Patient was revised to address infection. Update - (B)(6) 2012 - complaint has been reopened because lot numbers have been identified for the stem sleeve, implant dates, corrected part numbers for the stem sleeve, and manufacture dates and locations.

Event description:
Patient was revised to address infection. (Left hip).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report previously against the 2296625 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining product/lot code combination. A lot specific search was not possible against the reported femoral head and the product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. The patient was primarily implanted in (B)(6) 2007 and revised for infection in (B)(6) of 2012. It is not reasonable to conclude the devices contributed to the reported infection more than five years post-primary implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**** Update - 07/26/2012 - complaint has been reopened because lot numbers have been identified for the stem sleeve, implant dates, corrected part numbers for the stem sleeve, and manufacture dates and locations. *** the devices associated with this report were not returned. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. Review of the device history records and/or a lot specific complaint database search was not possible for the ceramic head as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported infection. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This investigation has been reopened because additional/corrected information has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address infection. Doi unk - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.